Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2002246, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2002246 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that 2 bd plastipak¿ 50ml concentric luer lock syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: piston drawn up to 60ml. Leakage at the piston, when epirubicine is transferred into the pouch. Epirubicin removed from the syringe, but material soiled with cytotoxicity. 50ml ll problem noted 2 times for the same preparation with 2 different syringes. Only the 2nd syringe kept, as the packaging of the 1st syringe was already thrown away when the problem was noticed. It is impossible to take photos afterwards because the cytotoxic drops have been wiped off and the cytotoxic has been eliminated so as not to spread chemical contamination everywhere. No consequences for the patient since the problem was observed and corrected in the pharmacy. No consequences for the staff since they are protected by the isolator. Proven contact with the cytotoxic: yes under isolator. Epirubicin is red in colour, so staining is easy to see. Large drops coming out of the syringe from the bottom and dripping along the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd plastipak¿ 50 ml concentric luer lock syringes experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: piston drawn up to 60 ml. Leakage at the piston, when epirubicine is transferred into the pouch. Epirubicin removed from the syringe, but material soiled with cytotoxicity. 50ml ll problem noted 2 times for the same preparation with 2 different syringes. Only the 2nd syringe kept, as the packaging of the 1st syringe was already thrown away when the problem was noticed. It is impossible to take photos afterwards because the cytotoxic drops have been wiped off and the cytotoxic has been eliminated so as not to spread chemical contamination everywhere. No consequences for the patient since the problem was observed and corrected in the pharmacy. No consequences for the staff since they are protected by the isolator. Proven contact with the cytotoxic: yes under isolator. Epirubicin is red in colour, so staining is easy to see. Large drops coming out of the syringe from the bottom and dripping along the plunger.